Manufacturer narrative:
(B)(4). Batch # r92513. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and the device did activate during functional testing. When the device was disassembled, it was found that there was a cracked internal component; the y-link. No conclusion could be made as to how the component was damaged. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during the "approbation of the device," when the product was opened from a sterile package and connected to a generator, the generator did not show a connection. That is, the generator did not give either an error or a load of the tool, it did not show anything. It was re-reconnected several times, the generator was rebooted with a re-connection, and "tool to another generator," which did not work. The procedure was delayed for ten minutes and the instrument was changed to the previous harmonics on the same generator respectively. The generator was working but the device does not work. Product is is a sample that is not for sale. There was no patient involvement and it happened before use.